Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: indeed, on (B)(6) 2023, in the chemotherapy reconstitution unit, the presence of a plastic filament was noted at the level of the screw thread. The risk involved is the injection of the filament. An identical reference and batch device was used to carry out the preparation.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A review of the device history was performed for lot 2303046, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation to identify if there were any particles as described within the luer threading. The products were visually inspected, finding a fiber (flash) on the luer threading of only one of the syringes. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, flashes can generate during the barrel molding process. A project has been initiated to reduce any reoccurrence of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturing narrative.

Manufacturer narrative:
Two photos received for investigation. Through visual inspection, fiber (flash) can be observed on the luer threading of the syringe. A review of the device history was performed for lot 2303046, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation to identify if there were any particles as described within the luer threading. The products were visually inspected, finding a fiber (flash) on the luer threading of only one of the syringes. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, flashes can generate during the barrel molding process. A project has been initiated to reduce any reoccurrence of this incident.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: indeed, on (B)(6) 2023, in the chemotherapy reconstitution unit, the presence of a plastic filament was noted at the level of the screw thread. The risk involved is the injection of the filament. An identical reference and batch device was used to carry out the preparation.